Manufacturer narrative:
A visual inspection of the returned device found the catheter to be bent near the handle and in the distal section of the device. When the needle was actuated, the gold tip separated from the catheter and subsequently the hypotube separated from the needle. The needle was observed to be bent in the distal section. Upon dissection of the distal section of the catheter, adhesive remnants were found. The complaint was confirmed; the ceramic tip separated from the catheter upon actuation. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-02136 captures the first device and #3005099803-2014-02137 captures the second device. It was reported to boston scientific corporation that two injection gold probe devices were used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the tip of the first injection gold probe detached, but was hanging by the wires. The device was removed and a second injection gold probe was used, however; the tip detached completely and fell into the patient. The detached piece was successfully retrieved and the procedure was completed with another injection gold probe device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The exact event/procedure date is unknown, but was reported to be approximately (B)(6) 2014. Reported event of the tip detaching. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2014-02136 captures the first device and #3005099803-2014-02137 captures the second device. It was reported to boston scientific corporation that two injection gold probe devices were used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure the tip of the first injection gold probe detached, but was hanging by the wires. The device was removed and a second injection gold probe was used, however; the tip detached completely and fell into the patient. The detached piece was successfully retrieved and the procedure was completed with another injection gold probe device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.